Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted the helix was extended and dried blood, body fluid and tissue were present around the helix. Electrocautery damage was observed on the insulation. Cuts on the insulation were also noted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm the field allegation of high threshold measurements due to dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to high threshold measurements; a micro-dislodgement was suspected. A new rv lead was successfully implanted. No additional adverse patient effects were reported.